Manufacturer narrative:
(B)(4). Method: the complaint rt266 infant dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare (f&p) in (B)(4), where it was visually inspected. Results: visual inspection of the rt266 circuit confirmed that the patient end connector of the inspiratory limb was disconnected from the inspiratiry tube. It was also observed that the inspiratory limb patient end connector was incorrectly reconnected to a swivel piece. Conclusion: we could not determine what may have caused the reported event. However, it was noted that the complaint device was returned with the connector incorrectly reconnected to the swivel piece, and the unheated extension was incorrectly connected to the cuff of the inspiratory tube and the connector. All rt266 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that the inspiratory limb of rt266 infant dual heated evaqua2 breathing circuit had disconnected during set-up. There was no patient involvement.